Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient death) is currently underway. Upon evaluation, the trunk cable connector was damaged and a pin within the trunk connector was bent. The cause for the damaged connector and bent pin cannot be positively determined, but was likely the result of excessive force. No adverse event occurred as the result of the damaged connector and bent pin.

Event description:
A territory manager (tm) contacted zoll customer support to report an unrelated complaint. Upon evaluation, a reportable event was discovered with electrode belt (B)(4).